Manufacturer narrative:
Analysis found a partial lead was returned in three pieces. The is-1 connector portion measured 8.9 cm of insulation, 19.8 cm of inner coil, and 38.0 cm of re coil. The rf df-1 connector portion measured 8.8 cm of insulation and 17.7 cm rv cables. The svc df-1 connector portion measured 9.0 cm of insulation and 17.2 cm of svc cables. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2019-10808, 2017865-2019-10809.

Event description:
New information received stated that the patient was seen in clinic for a follow up on june 10th, 2019. On (B)(6) 2019, the patient was found deceased. The clinic stated that there were no known malfunctions with the implantable cardioverter defibrillator system and that the system was not related to the patient's death. The patient was in hospice care at the time of death.